Event description:
It was reported that the ilet could not be unlocked despite clean hands and screen, attempts on charger, and a restart via the mobile app; after holding the wake button while on the charger, an alert for a software runtime error appeared, consistent with an unresponsive key/button on the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with an unresponsive control on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.